Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat dysfunctional uterine bleeding, pelvic pain, right pelvic mass consistent with hydrosalpinx and stress urinary incontinence. It was reported that the patient had a concurrent procedure of a laparascopic-assisted vaginal hysterectomy with right salpingo-oophorectomy performed during mesh implantation. It was noted that there was a complication during surgery of the perforation of bladder with the right mesh trocar. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation with the concurrent procedures of laparoscopic assisted vaginal hysterectomy and right salpingo oophorectomy to treat dysfunctional uterine bleeding, pelvic pain, right pelvic mass, bladder perforation, and stress urinary incontinence. It was reported that the patient experienced recurrence of pain, infection, urinary problems, and dyspareunia. No additional information was provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with hysterectomy.